Event description:
It was reported to medtronic neurosurgery that during the initial implantation procedure, the valve was moved with a hemostat after initial placement. A leak was then noticed, so the valve was replaced with new one to complete the procedure. It was also reported that there was no known patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. The instructions for use that accompanies the device cautions that "improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components.¿ (B)(4).